Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres; however, during second inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.